Event description:
As reported for this event by the customer, during a therapeutic hepatectomy procedure, the device tissue pad peeled off. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that the tissue pad was worn and partially peeled off. Root cause for the peeling of the tissue pad cannot be conclusively determined. However, based on the condition of the subject device, a likely mechanism causing the reported event might be the following: the grasping section was closed without grasping anything while the output was activated in seal and cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out and peeled off partially. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum sep 15, 2022: event occurred during the middle of the procedure at cut incision; coagulation was also used intraoperatively. The setting were 3 and 3. There was delay only as required for changing to a new device after the event occurrence was confirmed. The patient did not need additional anesthesia. Unspecified alarms occurred several times during the procedure. Pre-use inspections were performed, no anomalies noted. Per the physician, perhaps the event occurred as the procedure was difficult and took time.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: a2, a3, a5, a6, b5, b7, g3, g6, h2, and h10.